Event description:
Related to MFR report # 2183959-2012-00594. On or about (B)(6) 2010, the pt was implanted with an ams elevate anterior and apical prolapse repair system with the intention of treating her pelvic organ prolapse and stress urinary incontinence. It was reported that the pt experienced serious bodily injuries, including, but not limited to, vaginal pain, painful intercourse, infection bleeding, urinary problems, and other injuries. The pt has experienced significant mental and physical pain and suffering, has required additional medical treatment, required additional surgery, and has sustained permanent injury.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.